Event description:
I had essure implants in 2007 at age (B)(6). A year later, I began experiencing abdominal pain that felt like my fallopian tubes were bursting, (similar to appendicitis eruption) and very painful and long periods. As of today the excruciating pain recurs monthly and continues to be 7-15 days painful and heavy. I have seen a hematologist and have an abnormally low white blood count that is monitored quarterly. I've had a bone marrow biopsy, had to discontinue my job, because I lack the energy and endurance to perform effectively. I have developed painful movement in my shoulder and hip joints. I have always been very healthy and fit. I feel like a science project gone wrong, can't fix, unless I risk surgery to have them removed.